Manufacturer narrative:
Block d2b: product code - additional product code qon. Block d10: model number/catalog number: 1201. Serial number: (B)(6). Batch/lot number: al10020917. Model/catalog description: snm tined lead. Unique identifier (UDI) # (B)(4). Block g4: premarket / 510(k) # - additional premarket/510(k) p190006.

Event description:
It was reported that a patient with a recharge-free snm ipg had their neurostimulator and snm tined lead explanted due to infection. The patient is recovering well post operation.